Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure using the pulseselect catheter in a patient with persistent atrial fibrillation, the catheter array did not have a normal shape when moving from left to right. The catheter was introduced into the sheath to change sides, and the catheter did not stretch completely and did not enter when reaching the end of the sheath. The deflection was removed from the sheath to assess whether the catheter would enter, and the catheter was stretched again and reinserted, but it still did not enter. After forcing the catheter slightly and then removing it, the array conformed normally but a knot was observed in the catheter array, and product damage was alleged. The catheter was changed and the case was completed without further issue. No patient symptoms, complications, injury, hospitalization, or medical or surgical intervention were reported. No patient complications have been reported as a result of this event.